Manufacturer narrative:
(B)(4). On (B)(6) 2018, it was reported that the inner plate was bent. The customer did not return a skin graft mesher device, serial (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial (B)(4) once as documented in the repair reports in livelink. The last repair was september 4, 2013 where it was reported that the device needed standard repair and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was not returned for initial inspection or repair as the customer cancelled the request. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the inner plate being bent cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that inner plate was bent. The event occurred during cleaning and there was no harm reported. No adverse events were reported as a result of this malfunction.